Event description:
Information was received that the patient's leads have not migrated. When asked the assessment of the breathing tube being kept across her uvula for too long which resulted in removal was marked "unrelated to the vns procedure" however noted "related to the anesthesia". Surgery notes reveal that x-rays were taken and confirmed that the wire and battery are in the expected location on the left side of the patient. There are holding sutures attached to the sternocleidomastoid muscle in the expected location. All appears to be intact and normal per the surgeon. It was stated the uvula situation has stabilized and the patient was able to swallow effectively and is not having any speech problems. It was stated that a representative was at the surgery and confirmed impedances were within normal limits. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the tissue damage is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that during the patient's vns replacement surgery, the anesthesiologist left the breathing tube across her uvula for too long and it cut off blood supply, so in result the patient had to get part of her uvula removed. No additional relevant information has been received to date.